Event description:
The customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The customer returned the strips for investigation,as exposure to moisture can cause high test results.

Manufacturer narrative:
The strips were returned and tested by qa. They gave e11 on all control tests, and average of 32mg/dl high out of spec on blood. E11 indicates exposure to moisture which usually causes high results. Retention lot gave satisfactory results.